Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with pump failure was not confirmed or reproduced during product evaluation. However, the event history log review and service documentation review tasks confirmed the determined problem. The quality engineer assigned failure code 4:311:3686:xxxx the as determined problem code as it was the last failure the pump experienced before service. The cause of this condition was determined to be faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. The service history review revealed that the device has not been previously sent into service for the reported condition of "pump failure." A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with the malfunction of pump failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.